Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered multiple shocks and failed to convert the patient who was experiencing ventricular tachycardia episodes. The patient was instructed to resume taking medication. The patient was stable after the event.